Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) blood collection tube the tube was unable to fill. The following information was provided by the initial reporter: it was reported that for (B)(6), the blue coag tube was unable to fill so we used a blue tube from onsite and that filled just fine. ¿we have now had 2 visits in a row where the blue coag tube for covance lost suction. For participant (B)(6) on thursday last week, I was not alerted to this until the infusion started so we could not redraw the coag in a new tube. Today, for (B)(6), the blue coag tube was unable to fill so we used a blue tube from onsite and that filled just fine.¿

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) blood collection tube the tube was unable to fill. The following information was provided by the initial reporter: it was reported that for (B)(6), the blue coag tube was unable to fill so we used a blue tube from onsite and that filled just fine. ¿we have now had 2 visits in a row where the blue coag tube for covance lost suction. For participant (B)(6) on thursday last week, I was not alerted to this until the infusion started so we could not redraw the coag in a new tube. Today, for (B)(6), the blue coag tube was unable to fill so we used a blue tube from onsite and that filled just fine.¿

Manufacturer narrative:
H.6. Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. After further followup with the customer it was found that there was no issue on their end. As bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. After further followup with the customer it was found that there was no issue on their end. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.